Event description:
The customer reported that the pacer function did not operate as expected. Another device was used to treat the patient. The device was in use on a patient, however there was no adverse event to the patient or user.